Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the device failed accuracy test 7.45%. There was no patient involvement.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-08421-00. Please reference file mrn 3012307300-2024-11673-00 for all details pertinent to this event.